Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels after approximately 36-48 hours of pod wear on abdomen. Blood glucose levels were reported to have increased to 321 mg/dl. The patient began feeling unwell with symptoms including the desire to vomit and was subsequently hospitalized and diagnosed with diabetic ketoacidosis. No additional information was provided regarding treatment or length of hospitalization, and multiple good-faith attempts to obtain further details were unsuccessful. No further information is available.